Event description:
It was reported that the patient experienced a loss of therapeutic effect, loss of bowel control, and urgency. There was no known accident or incident related to the event. It was mentioned that the patient thought program 4 worked the best, but the patient had to make some kind of adjustment every month or so to maintain efficacy. It was also stated that the patient had been through all programs at different amplitudes and did not get symptom relief. Additional information received reported that the event was attributed to the lead. The patient¿s lead moved and was sticking out more now. The patient was seen and her symptoms improved. The patient loved the implantable neurostimulator (ins). It was noted that the patient lost 50lbs since implant. The weight loss caused the ins to be a ¿little hypermobile.¿ the healthcare provider (hcp) attributed most of the issue to the patient¿s dramatic weight loss. The patient still felt tingling in her foot. The lead and ins were planned to be changed prior to (B)(6) 2013.

Manufacturer narrative:
Continuation of d11: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v926904, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v926904, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).